Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump alarmed system error 322: link switch error (low) during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11 h11: the device was received for evaluation. During evaluation, the reported problem of 'had system error 322: link switch error (low). ' was reproduced. A review of the event history log (ehl) revealed occurrences of "system error 322: link switch error " messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was not determined but the upper hook was found damaged. The lower auxiliary assembly will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.